Manufacturer narrative:
The reported event of oversensing noise was confirmed. A partial lead was returned in three pieces for analysis. Visual inspection of the partial lead found all seven filars of the inner coil fractured underneath suture sleeve tie down. A scanning electron microscope evaluation verified all filars of the inner coil were fractured. The cause of the lead fracture could not be determined.

Event description:
It was reported the patient presented with a right ventricular lead that had a history of remote transmissions that revealed oversensing of noise. The lead was explanted and replaced. There were no patient consequences.